Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was used to capture the reprogramming.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks shortly after implant. It was suspected that the device oversensed air entrapment. The device was deactivated to prevent additional inappropriate therapy while the air bubbles absorb. No adverse patient effects were reported. The device remains implanted. New information received indicates that two days later the patient was re-evaluated. No noise could be created upon pocket manipulations and isometrics. An x-ray confirmed proper device-to-electrode connection. The device was re-activated and remains implanted.